Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger rod of bd ultra-fine¿ 1/2ml insulin syringe is broken. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the plunger rod was broken.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the plunger rod was broken. The returned syringe was examined and exhibited a broken thumb press. Unable to perform DHR check for plunger rod broken due to unknown lot number. A definitive root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the plunger rod of bd ultra-fine¿ 1/2ml insulin syringe is broken. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the plunger rod was broken.